Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the sensor cannula was missing. The blood glucose level was 175 mg/dl. The customer reported that the sensor fractured while in the body. The customer reported that the sensor was broken and sensor electrode was missing. The customer reported that the sensor was still in the body. The customer reported that they had not received medical treatment as a result of the sensor fracturing while still in the body. The customer was advised to referred to healthcare provider for instructions and advised to return the sensor. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected 1 opened/used partial sensor and found cannula retracted inside sensor base. Unable to confirm customer received sensor in said condition due to customer returned opened/used. See image for details. Unable to confirm insertion/needle anomaly due to customer did not return insertion needle; only sensor.